Event description:
It was reported that lead integrity alert (lia) triggered for oversensing and varying impedance. According to the physician the measurements taken during the office visit were within normal range. Due to the age and physical condition of the patient, a lead revision was not scheduled. The patient will be monitored. It was further reported that the pace/sense portion of the lead was capped and replaced. The high voltage portion of the lead is still in use. No patient complications have been reported as result of this event.

Event description:
It was reported that lead integrity alert (lia) triggered for oversensing and varying impedance. According to the physician the measurements taken during the office visit were within normal range. Due to the age and physical condition of the patient, a lead revision was not scheduled. The patient will be monitored. No patient complications have been reported as result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - varying resistance/impedance. Weekly pace impedance trend data show varying impedance increases for max ventricular pace bi impedance = 456 to 912 ohms peak between (B)(4) 2012 and (B)(4) 2012. Sensing - oversensing. 5 - lfp high rate-ns <= 180 ms average v-cycle on (B)(4) 2012 in the timeframe between 12:57:17 and 15:15:12. 1 - vf=190 ms average v-cycle on (B)(4) 2011 09:09:52. Std review - lead integrity alert triggered 1 - patient alert for lead failure predictor on (B)(4) 2012 12:48:54.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - varying resistance/impedance. Weekly pace impedance trend data show varying impedance increases for max ventricular pace bi impedance = 456 to 912 ohms peak between (B)(6) 2012. Sensing - oversensing. Five - lfp high rate-ns <= 180 ms average v-cycle on (B)(6) 2012, in the timeframe between 12:57:17 and 15:15:12. 1 - vf=190 ms average v-cycle on (B)(6) 2011. Std review - lead integrity alert triggered. One - patient alert for lead failure predictor on (B)(6) 2011.